Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Event description:
Additional information received confirms that the reported "puncture" was related to the extraction process (paracentesis) for the reported seroma and was not alleging rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported unknown side "seroma", "grade ii" and "puncture. The device remains implanted.